Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent mesh revision on (B)(6) 2011 due to exposed mesh. No additional information provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency , urgency and urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4) - this medwatch report # 2210968-2013-27059 is being voided as it is a duplicate of medwatch report #2210968-2013-10666. Please see medwatch report # 2210968-2013-10666 for all information regarding this event.